Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the outer shaft has not been retracted, and the stent has not been released. The retractable shaft has separated from the bushing which is connected to the pull-wire being intended to release the stent. This most likely occurred during intervention when it was attempted to release the stent. Microscopic inspection revealed a rather small amount of remaining glue on the outside of the retractable shaft and no remaining glue inside the bushing. This finding indicates that the root cause for the complaint event is most likely related to the manufacturing process of a subassembly manufactured by a supplier. To prevent recurrence the respective internal departments were informed about this case and we are reviewing our quality systems processes. The supplier of the affected subassembly was informed about the complaint.

Event description:
A pulsar-18 t3 stent system was chosen for treatment of a pre-dilated severely calcified lesion (100 percent stenosis degree) in a severely tortuous sfa. After placing the device in the target lesion the red button was pressed but the stent did not release from shaft. When turning the wheel, the retractable shaft did not move. The whole device was removed with no difficulty. A new device was used to complete the procedure which worked well.